Manufacturer narrative:
This report covers patient no. 8 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: (B)(4)) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA ferrosan medical devices a/s: 3008478369-2020-00001, (B)(4), 3008478369-2020-00003, (B)(4), 3008478369-2020-00004, (B)(4), 3008478369-2020-00005, (B)(4), 3008478369-2020-00006, (B)(4), 3008478369-2020-00007, (B)(4), 3008478369-2020-00008, (B)(4), 3008478369-2020-00009, (B)(4), 3008478369-2020-00010, (B)(4), 3008478369-2020-00011, (B)(4), 3008478369-2020-00012, (B)(4), 3008478369-2020-00013, (B)(4), 3008478369-2020-00014, (B)(4), 3008478369-2020-00015, (B)(4), 3008478369-2020-00016, (B)(4), 3008478369-2020-00017, (B)(4), 3008478369-2020-00018, (B)(4), 3008478369-2020-00019, (B)(4), 3008478369-2020-00020, (B)(4), 3008478369-2020-00021, (B)(4). This report was attempted to send to FDA the first time on 04. March 2020 and several times afterwards, however, it did not succeed until on march 20, 2020.

Event description:
This report covers patient no. 8 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: (B)(4)) for evaluation of this event.